Event description:
It was reported, during the implant procedure, the device was unable to capture even at maximum output. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not noted any anomalous conditions in shape or structure. Helix, fully extended, measured .079 inches. Primary analysis findings: no anomalies found, lead functionally normal.